Event description:
As reported by the user facility: patient death event at (B)(6). Date unknown, event description unknown, pump s/n unknown. Note: multiple attempts (including phone and email) were made to the customer to retrieve devices involved, details on the event description, and product information, such as material number and serial number. To date, there has been no additional information provided.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.